Manufacturer narrative:
A partial lead, consisting of the connector legs, was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. The cause of death was reported as unknown. No further information is available.

Manufacturer narrative:
Initial reporter: assisted living facility personnel. Device evaluation anticipated, but not yet begun.